Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, e1, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. Reported lot # 3000455728 - the lot # 3000455728 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that in step 4, the seal of hst iii system (3.8mm) remained in the tube and did not come out, so a new device was issued. There were no cracks noted before or during loading of the hs iii seal. There was no impact on the patient. There were no delays.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.